Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bleed from implant.

Event description:
Patient reported "bleed from implant in addition to capsular contracture." Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further investigation has been initiated. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "capsular contracture," baker grade unknown, "pain has gone from mild discomfort to agony" and "gp diagnosed an infection." Healthcare professional reported left side "tight and swollen, capsular contracture," baker grade unknown and "axila shows a lymph node with minimal snowstorm attenuation typical of a silicone granuloma however this is like to represent a bleed from the implant rather than a leak.¿ device remains implanted.